Event description:
The pt was having a hysteroscopy for myomectomy performed in the operating room, when, during the procedure, the hysteroscope bovie cord became sheared off at the site that attaches to the hysteroscope. Bovie settings were at 50 coag and 50 cut, which were appropriate for the procedure. No sparks were seen, no smoke was seen. No burns noticed at operative area. Bovie grounding pad was clear ¿ no burns or redness. The biomed department of (B)(6) hospital inspected and performance tested valleylab electrosurgical unit and it performed as per mfg specifications. It was tested at user settings, as well as above and below user settings without problem. Upon inspection of the active cord, it was noted that the cord failure was consistent with past cord failures. The cord failed where it meets with the connector, at its most bendable and stressed area. Pt was not harmed but case briefly delayed while patient was under anesthesia and another cord was secured.